Manufacturer narrative:
The (B)(4) at the user facility confirmed that the bed was not malfunctioning, but was improperly zoomed into someone standing in front of the unit. The serial number of the bed was not recorded, and the account did not require the unit to be inspected. The sales rep had also set up additional training on proper operation when zooming the bed. The user facility indicated no evaluation was required.

Event description:
It was reported that a nurse was standing in front of the bed in the elevator and another staff member zoomed the bed into her and pinned her between the bed and elevator. It was reported that the nurse required a knee brace, pain medication, and time off of work for the alleged injury.

Event description:
It was reported that a nurse was standing in front of the bed in the elevator and another staff member zoomed the bed into her and pinned her between the bed and elevator. It was reported that the nurse required a knee brace, pain medication, and time off of work for the alleged injury.